Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The dual-lumen catheter was returned with its separated tip. The reported separation was confirmed at the weld point of the tip polymer and the outer tube. Stretching of the tip and the outer tube was observed on each broken end. The separated tip was also stretched and turned out to be approximately 5mm long while the original length is 4mm. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal of the dual-lumen catheter had damaged the catheter tip as the stress would exceed the product's design limit when the dual-lumen catheter was being trapped by the ballooned exchange catheter. The tip incurred further damage by redelivery/removal for vasodilator injection and ended up tearing apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If it is judged that the cause of the resistance is due to damage of this product, carefully remove the product while paying attention to the product not to fracture using procedure such as surgical operation if needed; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi dual-lumen catheter broke off during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in #7 of the left anterior descending artery (lad). After a guide wire was delivered to the main stream of the lad, the dual-lumen catheter was delivered over the guide wire. Another guide wire was delivered to the branch through the dual-lumen catheter. An exchange catheter was then delivered to remove the dual-lumen catheter. Balloon dilation was performed at the lesion and a stent was deployed when reduced blood flow was noted. The dual-lumen catheter was redelivered in order to inject nicorandil to the affected artery when the catheter tip looked damaged. The physician determined to inject the vasodilator through the damaged dual-lumen catheter to stabilize the patient's hemodynamics. Separation of the catheter tip was suspected and the physician determined to finish the pci. After all devices were removed from the patient, y-connector was flush when the separated catheter tip came out of the y-connector. No additional intervention was required as the patient hemodynamics became stable and there were no adverse patient effects.